Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m162309 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m162309 and test base part number 190-430 / lot m162309. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m162309 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference manufacture report number: 1221359-2021-03383.

Event description:
The customer reported discrepant results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses patient 1 of 2. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal nipro swab. Repeat testing was performed on the same day ((B)(6)2021) with pcr generating negative results. The customer stated the patient was asymptomatic. The customer reported there was a delay in the patient's treatment. The patient experienced a delay in patient admission.